Manufacturer narrative:
The setrox s lead was dissected at approximately 47 cm proximal to the lead tip. The proximal fragment was not returned for analysis. The analysis of the lead fragment revealed that the lead¿s distal part was found partly pulled out from the ring electrode. This damage resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because the doctor said the "lead was compromised". The lead was not replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(6) 2013 - this device was returned with information that this lead became dislodged while the rv lead was being extracted.